Event description:
Nurse went to place double lumen PICC line; when she attempted to pull back on guide wire and trim catheter, the catheter appeared stuck to guide wire and it "buckled and split." When second catheter was inserted, some resistance was met when pulling back on guide wire to trim. Line was placed without incident. When guide wire was removed after placement, leakage occurred in catheter at area where catheter connects to cap. The line was removed and a single lumen catheter placed without incident.